Event description:
Additional information reported indicated that the patient met with their physician and manufacturer representative to interrogate and reprogram their implantable neurostimulator (ins). The patient arrived at the appointment with a mild tremor and did not seem satisfied with their stimulation. Impedances were checked and came back normal with and without palpations of the ins and connector sites. The patient was reprogrammed and this action lessened the tremor on both sides of the patient's body and the patient "felt better." If additional information becomes available, a follow-up report will be sent.

Event description:
It was reported that in (B)(6) 2011, the therapeutic benefit waned. The patient was using a postage machine and felt 3 shocks in her right hand. One week later, the patient opened her refrigerator and felt a shock over the implantable neurostimulator (ins). Also, since that time, the tremor worsened significantly. The tremor could not be controlled with programming. All impedance checks were fine. It was suggested that there maybe some sort of connection issue at the ins site and that it was likely that some fluid got into the front lead connector. It was suggested to palpate the area around the ins and see if that would elicit the same response. The patient had an appointment with their healthcare provider (hcp) on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Patient programmer model 37642 serial # (B)(4) implanted: na explanted: na; lead model 3387s lot # v383702 implanted: (B)(6) 2011 explanted: unk; lead model 3387s lot # v381397 implanted: (B)(6) 2011 explanted: unk; extension model 37085 serial # (B)(4) implanted: (B)(6) 2011 explanted: unk; accessory patient programmer antenna model 37092 lot # 249000001 implanted: na explanted: na; extension model 37085 serial # (B)(4) implanted: (B)(6) 2011 explanted: unk.